Event description:
Upon withdrawal of the .018 stainless wire guide through the needle, the tip separated. The distal portion remained in the femoral artery. A snare was utilized to remove part of the separated segment. The pt was taken to surgery for removal of remaining wire guide from subcutaneous tissue.